Event description:
It was reported "the first product given was to be used, however, during routinary insertion using the from the opened set, the physician couldn't advance the catheter further with only half of it inserted. When he pulled it out for reinsertion, he noticed the tip to have been broken or that there were cracks. He didn't continue to use it as it may cause more problem given that the punctured site for insertion is a big artery. With no other choice, a second set was opened for the needed introducer sheath compatible for the balloon to be inserted but same problem was encountered. The introducer sheath was also defective in the same manner". Additional information states that a third device was used and was successful. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR#: 3010532612-2026-00298.

Manufacturer narrative:
(B)(4).